Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that she was hospitalized due to high blood glucose level and diabetic ketoacidosis. At arrival of hospitalization customer's high blood glucose level was 611 mg/dl. Customer's symptoms were nausea and vomiting. During troubleshooting customer reported that she had excessive no delivery alarms the day before the event. Blood glucose level was 278 mg/dl when reporting. No further information to report.